Event description:
The coronary artery balloon catheter malfunctioned. The balloon was left in the inflated position and was unable to be deflated. Multiple attempts were made to suck negative pressure, all were unsuccessful in deflating the device. A stiff coronary wire was taken through the guide catheter in an attempt to pierce the proximal portion of the balloon. Patients blood. Pressure became unstable. Advanced the guide catheter over the proximal portion of the balloon. With gentle negative force the balloon and guide were retracted as one unit down the aorta. Removed the unit out the right femoral sheath.